Manufacturer narrative:
An event regarding infection involving a no 4. Triathlon ts plus tibial insert x3 poly 25mm was reported. The event was not confirmed. Method & results: - device evaluation and results: the device was not returned for evaluation. - medical records received and evaluation: no medical records were received for review with a clinical consultant. - device history review: the device was manufactured and accepted into final stock with no reported discrepancies. - complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Due to infection the insert was removed and replaced with a new one.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Due to infection the insert was removed and replaced with a new one.